Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
It was reported that a patient underwent a revision surgery to remove and replace bilateral fractured rods at l4-l5 level, approximately 3-4 months post-op. During the revision procedure. "The surgeon could not remove the setscrew off of one of the iliac connectors, preventing removal of the rod". Surgery time was extended for about an hour as "the rod had to be manipulated in a way so that it could be slid out of the connector, and upon insertion of the new rod, it had to be forced into the connector". No patient complications were reported.